Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2020 and the mesh was implanted. It was reported that the patient suffered from wound secretion half year after using the product in a surgery treating hernia. It was also reported that on (B)(6) 2020, a surgery was given to remove the mesh product. No additional information can be provided.